Event description:
Acct. Reports cracking and leaking of the stopcocks. States they run some lipids with the stopcocks, but not always. States there does not seem to be any correlation between using lipids or not. No pt injury reported, although pts. Did lose some antibiotics.